Event description:
Clinic notes dated (B)(6) 2015 were received indicating that the patient's vns was interrogated and that it showed high lead impedance. Patient had a chest x-ray done in early september but it was difficult to see definite lead issue per the physician. Additional information was received that the patient is having frequent seizures and visited st. Joseph ER on (B)(6) 2015. Patient was released since the patient was getting his vns replaced the same week. Patient is believed to have undergone full revision surgery on (B)(6) 2015. The explanted products will not be returned to manufacturer. Attempts made for product information were unsuccessful to date.